Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the lcd lens was scratched. The customer stated problem was confirmed. Error code appeared at startup and the lcd display was faded. The main board and lcd were replaced. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported a lens error code, on power up of the device. No patient injury was reported.